Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor is not very accurate. Customer stated that her blood glucose level would be 200 mg/dl and the sensor was reading 56 mg/dl. Customer stated that the threshold suspend would alarm in the middle of the night and when she would wake up her blood glucose was in the 200 mg/dl range; this happened with two sensors. Customer is calibrating 3 to 4 times per day when blood glucose is stable. She had one sensor that got stuck inside the serter. She and her nutritionist were able to remove the sensor and cleaned inside of serter with an alcohol wipe and haven't had a recurrence since. Nothing further reported.